Event description:
During a reaming procedure on a patient with a nonunion treated non operatively: surgeon was using the flexible medullary reamer and the reamer broke inside the canal. It was noted surgeon had to break through a lot of callous. Surgeon was able to retrieve the reamer head, as it came out with the reaming rod. There were no pieces of the reamer head left in the patient. Surgeon selected another reamer head and completed the procedure. The surgery was delayed approximately fifteen minutes.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.